Event description:
It is reported by the doctor, that the cannulated screwdriver broke off during inserting the screw. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.